Manufacturer narrative:
(B)(4).per the laboratory analysis report dated november 15, 2011 leakage testing was performed on the returned sample and it confirmed that there was a leak in the welding cover near the red 3 position luer lock. Such leakages would be clearly detected in the 100% function test in production, however it is possible that the leak could appear later on due to inner stress in the material caused by transport conditions and/or temperature variations. Another possible cause is the de-airing process of the arterial filter during use.(B)(4)

Event description:
On (B)(6) 2011, at the (B)(6) it was reported that the arterial filter quart hbf-140-j had a leak and the location of the leak could not be identified. There was no patient involvement.(B)(4).